Manufacturer narrative:
Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken battery tube threads. Unit received with broken reservoir tube lip. Unit received with cracked reservoir tube. Unit received missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer stated that her blood glucose was high because of the pump issue. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 400 mg/dl. The customer noticed that the reservoir compartment was broken and could not hold the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer wants to use the devised and was advised it up to her and recommend to monitor it closely.